Manufacturer narrative:
(B)(4). Date sent: 09/29/2004. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lobectomy, one third of the sample side was not stapled and bled. There was 400 ml blood loss. There was no adverse consequences to the patient. Another device was used to complete the case.